Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Migration was confirmed via xray. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported surgical intervention was undertaken wherein the lead was explanted and replaced. Lead replacement addressed the issue.